Event description:
It was reported the patient had a burning, tingling, and throbbing sensation at the location of the implantable neurostimulator (ins) since implant in (B)(6) 2012. These symptoms reportedly had gotten worse in the past month. The patient felt the symptoms when stimulation was on or off. No falls or trauma reported. It was reported if the ins was touched, the patient would scream. Impedances were within normal limits (highest reading was 3175 ohms). Stimulation was reportedly ¿helping some¿ when it was on. No redness or inflammation was reported upon examination of the implant site by the manufacturer representative. Additional information received reported no issues were identified when impedances were checked. It was reported the patient was scheduled for battery repositioning on (B)(6) 2014. No additional information was available regarding if any malfunctions were seen or if the cause of the issue was determined. Additional information received reported the patient had her battery repositioned on (B)(6) 2014. During the repositioning, there was no reported evidence of any infection or issue with the battery or leads. Impedances were checked and within normal limits. It was noted that stimulation was not turned on for the patient post-op. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).